Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "an administration set model hs-008-b lot unknown set came apart at the baby filter." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Manufacturer narrative:
On (B)(6) 2021, infutronix received an image of the affected administration set. Visual inspection confirmed that the administration set had come apart at the baby filter. The reported issue was confirmed. The root cause could not be identified since the device was discarded by the end user.